Event description:
As reported: "surgeon reported that patient has increased cocr levels. He inquired whether this implant is included in the scope of the product "safety notification" of (B)(6) , 2016...the surgeon is considering a revision". Spoke to rep. Patient has not been revised as of the time of pi creation, patient's ion levels have further increased since (B)(6) 2019.

Manufacturer narrative:
Correction: date of implant and date of birth. An event regarding abnormal ion levels involving a metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as no product was returned for evaluation, it remains implanted. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: cannot confirm event, need additional information; primary and revision operative reports, clinical and past medical history, additional serial x-rays and pathology reports. -product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as primary and revision operative reports, clinical and past medical history, additional serial x-rays and pathology reports are required to complete the investigation for determining a root cause. It is also noted that the surgeon inquired if this implant is included in the scope of the product "safety notification" of (B)(6) , 2016. The catalog number for this device is within nc which was initiated on(B)(6)2016, however the lot code and failure mode for this product are not within the scope of the CAPA. This device is not within the scope of the recall. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "surgeon reported that patient has increased cocr levels. He inquired whether this implant is included in the scope of the product "safety notification" of (B)(6) 2016. The surgeon is considering a revision". Spoke to rep. Patient has not been revised as of the time of pi creation, patient's ion levels have further increased since (B)(6) 2019.